Event description:
The patient was revised to address a superficial infection.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the anterior cuff was out of the pocket and its rim was severely bent. This is consistent with the anterior needle striking the rim of the anterior cuff instead of engaging with the cuff as designed, resulting in the anterior cuff being pushed out of the pocket. During lab testing a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior needle striking the rim of the anterior cuff instead of engaging with the cuff, resulting in the anterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.